Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0997 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was air leakage, no blood pumped out when blood vessel was being punctured, affecting judgment, unable to operate. No other information was provided.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that there was air leakage, no blood pumped out when blood vessel was being punctured, affecting judgment, unable to operate. No other information was provided.